Event description:
It was reported that the device had a defective ail (air in line) sensor during testing, for which the customer is requesting repair. Investigation confirmed complaint of "defective ail (air in line) sensor." There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of defective air in line sensor. No relevant 12-month service history was found. Review of event log found nothing related to the complaint. Testing found the air detector does not status change when a cassette with fluid is attached in air detector test. The air detector will be replaced. Upon further investigation, found no other issues.